Event description:
It was reported, during demo set up, that the 9800 system experienced intermittent communications error. There were also issues noted with missing orbital handle and button cover.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a defective interconnect cable, missing switch cover an orbital handle. Components replaced. The system was tested and found to be working as intended and placed back into service.